Manufacturer narrative:
Device returned. Initial reporter is a synthes employee. A review of the device history record: device history lot. Part: 03.010.093. Lot: 1667614. Manufacturing site: (B)(4). Release to warehouse date: 10 may 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary picture review: complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Investigation site: (B)(4). Selected flow: damage. Visual inspection: the rod pusher was received with the reported condition of broken. However, the visual inspection confirmed that the tip of the rod is badly worn but not broken. In addition, the instrument presents strong wear marks on the ball handle. Dimensional inspection: tip of rod is dipped /concave according to the specifications. Document/specification review: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Summary: the reported complaint condition is unconfirmed as there are no signs of breakage. However, the instrument shows strong wear marks. This production lot (1667614) was manufactured in may 2007 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Considering the age and the appearance of this device ¿ this rod pusher is more than 10 years old. The damage appears to be the result of repeated use and wear over the life of this reusable device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during reprocessing sterilization personal noticed and suspect that the tip of the instrument is broken and can no longer be used. Unknown if the patient experience a post-op device malfunction, adverse event, infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Unknown if patient require revision surgery or hardware removal. Patient status/ outcome / consequences medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) is also unknown. This complaint involves (1) device. This report is 1 of 1 for (B)(4).